Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump where channel b has air in the line when no air is in the line was confirmed and reproduced during evaluation. The pumphead was replaced, and additional testing was conducted. The device passed air in line testing, and the original pump head module was determined to be functioning properly. The root cause of the reported condition was undetermined. This involved a colleague infusion pump with a user interface module master software version 8.11.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with the reported condition of channel b has air in line when no air was present in the line. The reported condition occurred during use. It is unknown in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.